Event description:
It was reported that during a routine follow-up, the pulse generator exhibited atrial loss of capture. The atrial lead was explanted and no anomalies were noted which made the physician suspect that the issue was device related. No patient symptoms were reported. The device was explanted and replaced at a later unknown date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.